Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 02jan2019, and found the instrument to be operating as expected. The fse checked the log for errors, but found none. The immucor internal record tracking number for this record (B)(4).

Event description:
On (B)(6) 2018, a customer site reported to immucor technical support an unexpected abo blood group mistype when tested on a galileo instrument on (B)(6) 2018.